Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was a venotomy closure using the prostyle device after an interventional procedure with a 9f sheath. It should be noted that the prostyle instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of pre-close technique would not contribute to a needle to cuff miss. Additionally it was reported that after step 1, while tensioning the footplate back against the inner vessel wall, the physician partially removed the plunger (step 3) approximately 1cm. Despite this, the physician attempted to deploy the device (step 2); however, a cuff miss (suture-retrieval issue) occurred. It should be noted that the prostyle IFU details the suture deployment steps in order, step 1: advance device and lift lever to open foot, step 2: depress plunger to deploy needles, step 3: pull back plunger to deploy suture, and step 4: lower lever to close foot. It cannot be determined if this out of sequence IFU deviation caused or contributed to the event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted using a prostyle device after an interventional atrial fibrillation procedure with a 9f sheath. Reportedly, after step 1, while tensioning the footplate back against the inner vessel wall, the physician partially removed the plunger (approximately 1 centimeter). Despite this, the physician attempted to deploy the device; however, a cuff miss [suture-retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps/instructions; device code 1494 clarifier - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.